Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, after the third try, the competitor guidewire would not pas through the tip of the left ventricular leadwire and got stuck. The lead was not implanted. No patient complications have been reported as a result of this event.